Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had air leak and there was no flow in the arctic gel pads. The device was unable to cool below 30c. Per follow up information received on 16mar2022, there was no information about the patient involvement and the device was sent in for repair.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. The mixing pump doesn't fill the cold water tank. During the functional test, discovered the temp in cable was damaged and that it was impossible to get the patient temperature. The mixing pump and the temp cable were replaced. The device passed functional test, calibration and est. The reported event is unconfirmed, DHR review is not required. Based on the results of this investigations, no additional action is required at this time. The reported event is unconfirmed, labeling/packaging review is not required. Correction: d,g,h h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the arctic sun device had air leak and there was no flow in the arctic gel pads. The device was unable to cool below 30c. Per follow up information received on 16mar2022, there was no information about the patient involvement and the device was sent in for repair. Per sample evaluation results received on 31sep2022, it was reported that the during the functional test, they found the temperature cable was damaged, making it impossible to get the patient's temperature. It was noted that the temperature cable was exchanged. Per sample evaluation results received on 04oct2022, it was reported that the device being unable to cool below 30c. Per clarification email received on 20oct2022, it was confirmed that the root cause of the cooling issue was a mixing pump failure. It was stated that this would not cause a flow or air leak issue.